Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the endoscope reprocessor alcohol connector was damaged. There were no reports of patient involvement or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that a strong impact was applied to the alcohol connector, causing it to break. The breakage could have been due to a single strong impact from hitting a hard object or the accumulation of repeated stress over time. The event can be detected/prevented by following the instructions for use (IFU): instructions for oer-5, oeration manual chapter 3 ¿inspection before use¿ section 3.3 ¿inspecting the equipment¿s connectors¿ check the following for each connector. - the connector should be connected firmly. - the o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus. Olympus will continue to monitor field performance for this device.